Event description:
Nurse was using superior suction catheter and the clear suction catheter came apart from the white suction adapter, while she was suctioning a pt via an et tube. There was no adverse outcome to the pt.